Event description:
A consumer reported blurred vision due to having "an incorrect refraction lens implanted", following intraocular lens (iol) implant surgery. Additional info received for the consumer indicated that his surgeon diagnosed him with a rotated lens. The surgeon performed a corrective surgical procedure in which the iol was rotated 30 degrees. The consumer did not provide contact info for the implanting surgeon; therefore, additional info could not be requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided for further investigation. (B)(4).